Event description:
It was reported that the patient had recently undergone back surgery. The atrial lead exhibited inappropriate mode switches due to atrial lead noise. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.